Event description:
This is the same event and same pt reported under MDR ID#2939859-2001-35 (mmc#2003074). This the second MDR submitted for the second suspect product. Hypersitivity injection site/positive skin test after treatment. Treated with oral claritin by a physician other than reporting physician.